Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 2 devices were received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 1 device: deformation problem / membrane 1 device: no device problem found / part/component/sub-assembly term not applicable 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 2 devices: scrapped by stryker 3 devices: product disposition is not yet determined additional information 5 devices were labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 5 events for the failure: free or unrestricted flow. - 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99070. Supplemental rationale corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status 2 devices were received. 2 devices had investigation types that have not yet been determined. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: deformation problem / membrane. 1 device: no device problem found / part/component/sub-assembly term not applicable 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition. 2 devices: scrapped by stryker. 1 device: product not received. 2 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 5 events for the failure: free or unrestricted flow. 4 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.